Manufacturer narrative:
The IFU for the trulight 5520 surgical light at (B)(6) hospital has a warning statement in the user manual that warns the customer to pay attention when repositioning devices to avoid collisions. The light was manufactured on 9/16/2010. The handle design met the requirements of (B)(4) 2nd edition.

Event description:
A piece of a broken blue light handle from a trulight 5520 came off and fell during a spine case. The piece landed on the sterile field.